Event description:
It was reported that shaft break occurred. During preparation of a 32 x 2.75 promus elite drug-eluting stent, the shaft of the stent came apart when it was removed from the stylet. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite us mr 32 x 2.75mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile and microscopic examination of the outer and inner lumen and mid-shaft section found a break at the site of the guidewire exchange port. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.